Event description:
During a laparoscopic appendectomy, the surgeon introduced the ez35w into the abdominal cavity and positioned on the tissue. When the surgeon went to fire the device an usual sound was heard from the handle. The device did not fire properly and did not form staples properly. A second device was opened to complete the procedure without further incident. There was no consequence to the pt.